Event description:
It was reported that the user experienced delayed insulin delivery after a meal announcement, with the pump initiating treatment approximately one hour later, resulting in hyperglycemia that persisted for about two hours; the event was addressed through troubleshooting and education, and no alerts or alarms were reported. Symptoms included none reported. Outcomes included correction of elevated glucose using the pump without outside assistance or medical intervention. Investigation included user counseling and training to review operation and settings. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.